Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button was intermittently responsive and the ok keypad button was unresponsive during testing. It was observed that all buttons spring back as expected. There was evidence of contamination found under the down arrow and ok button key contacts.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the ok keypad button has been intermittently unresponsive for the past 2 to 3 weeks. She noted that the ok button feels abnormal and sticks occasionally. The pt stated that there is no physical damage to the rubber keypad, the pump is not exposed to moisture, and she wears the pump on her waist.